Event description:
The physician believed that the patient's death was not related to vns and was possibly related to g-tube aspiration. No additional relevant information has been received to date.

Event description:
It was reported that a patient passed away one day after initial vns implantation surgery. The neurologist informed a company representative that the patient underwent a successful implant surgery with no concerns. Impedance was within the normal limits. The patient did not experience any bradycardia during the surgery. The generator remained off after surgery was completed, and the patient was discharged from the hospital. The following day, the patient passed away at home. The medical examiner elected to perform an autopsy. The device history record was reviewed for the generator and revealed that the device met all functional specifications prior to release for distribution. No additional relevant information has been received to date.